Event description:
It was reported that during use the shaver handpiece operated intermittently and the on/off button did not work. There was no reported injury or delay related to this event.

Manufacturer narrative:
Investigation findings: the customer's reported problem that the handpiece operated intermittently and the on/off buttons did not work was confirmed. Further investigation found the handpiece to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.